Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported by service report that the head end would not lower or lift. The customer could not determine if there was pt involvement or if there were adverse consequences to report.